Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Initially reported by a health professional, the consumer experienced blurry vision, eye pain, and red eyes. Follow up information was received from the consumer stating redness on both eyes after wore this trial contact lens for 1 day and visited an ophthalmologist on (B)(6) 2023, the physician suspected serious eye inflammation and the consumer was diagnosed with keratitis - infectious. Eye drops were prescribed. At the time of the report symptoms are improving. Additional info has been requested and received on (B)(6) 2023 stated ophthalmologist prescribed fluorometholone 0.1% and moxifloxacin hydrochloride ophthalmic solution 0.5% for 1 week period usage to the consumer. The consumer don¿t have any redness of eye and pain currently.

Manufacturer narrative:
An open two lenses was received for evaluation in flat pack container without labelling. An additional evaluation report was filed to identify complaint product. Based on the evaluation result filed under manufacturer internal reference number of (B)(4). It is found that sample two product was found to be consistent and related to the current file i.e., manufacturer internal reference number (B)(4). The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).